Event description:
It was reported that during an electrophysiology procedure, a tamponade occurred. Drainage was necessary, and there was damage to the myocardial wall. During this procedure two catheters were used; one manufactured by co and the second from another MFR. It is uncertain which catheter caused the tamponade.

Manufacturer narrative:
The device, a 6fr bipolar mapping catheter, was tested electrically and mechanically. Nothing unusual was observed. Column strength testing was performed and the catheter tested within specification.